Event description:
The customer reported having high blood glucose, and he has treated with a bolus. The blood glucose reading at time of call was 315mg/dl. The customer stated that he had repeatedly bent cannulas and the insulin pump did not alarm no delivery. A tubing clamp was sent and instructed to customer to call back after receiving the clamp. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.